Event description:
Three (3) false positives quickvue; took a quickvue test for covid before visiting family, asymptomatic, result was positive. Repeated the test immediately. Positive again. Pcr test negative. Previous and subsequent tests with other brands were negative. Tested with quickvue again (B)(6) 2022 pre family visit. Asymptomatic. Positive result. Got an antigen test at a state testing site on (B)(6) 2022 (binaxnow). Negative. FDA safety report ID# (B)(4).